Event description:
It was reported that the procedure the patient underwent to check cmems sensor on (B)(6) 2019 was with right heart catheterization.

Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the sensor was recalibrated and increased by 14.2 mmhg on (B)(6) 2019. Accurate readings were observed under the manufacturer's patient care network database.